Event description:
It was reported that the ventricular lead exhibited oversensing. It was suspected that the oversensing may be due to myopotentials, since both of the patient's leads were unipolar leads.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.